Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon attempting to update the cyber security, the pulse generator reverted to backup vvi operation. A device restoration was performed successfully. The patient¿s condition was stable post event.